Event description:
It was reported that there was an intermittent speaker error, but it is unknown if the device was emitting sound or not. It was unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Manufacturer narrative:
Additional information was received which confirmed that although a speaker malfunction error message was displayed, the speaker produced audible sound. The device is expected to be returned to a philips authorized repair facility for evaluation and repair. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there was an intermittent speaker error. The device was confirmed to be producing sound, only speaker failure message displayed. It was unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing confirmed that the speaker was producing audible sound. They were unable to confirm if an inop was produced as reported. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was a speaker malfunction at the time of the event, the customer was provided a replacement device to resolve the issue. The investigation concludes that no further action is required at this time